Event description:
On 7/4/1998, the account reported a negative ethanol result or 0.0 mg/dl. The physician questioned the result and the sample was retested. A positive result of 352 mg/dl was obtained. No report of injury.